Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing diagnostic procedure. Philips remote service engineer (rse) connected with the customer and confirmed that the system was not exposing x rays. Upon troubleshooting, fse found issues wired footswitch. To resolve this issue, the customer replaced the wired footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's footswitch was unable to trigger exposure. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.